Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had broken helium knob tank valve, which was replaced. There was no patient involvement reported.

Manufacturer narrative:
Corrective field : h6 (medical device ¿ problem code ). Updated field : b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. It was reported that during pm, getinge field service engineer (fse) replaced the cardiosave intra aortic balloon pump (iabp) broken helium knob tank valve (0366-00-0092). There was no patient involvement and no adverse event reported. Performed pm same service visit. Unit returned to service. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.